Event description:
It was reported to aesculap inc. That a tc iris scissors cvd s/s 110mm (part # bc211r) was used during an unspecified procedure on (B)(6) 2024. According to the complainant tip of instrument broke inside the patient. Reportedly there was an unspecified delay to the surgery due to the time it took to retrieve the broken piece. The adverse event is filed under aic reference: (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a tc iris scissors cvd s/s 110mm (part # bc211r) was used during an unspecifiedprocedure on (B)(6) 2024. According to the complainant tip of instrument broke inside the patient. Reportedly there was an unspecified delay to the surgery due to the time it took to retrieve the broken piece. No patient complications were reported as a result of this event. · was the broken piece removed from the patient? Yes and given to the spd team. · what type of medical intervention(s) was required? None patient did not require any treatment as the piece was easily visualized and removed. · what was the outcome and patient status after the procedure? Stable and as expected discharged without incident. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Additional information provided: b5 - no patient complications f9 - age of device. Investigation results: one (1) sample provided was returned to the manufacturing site for technical evaluation. Results of the investigation determined visually that the tip of the scissors was fractured. The analysis of the fracture pattern showed signs of a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Therefore, a material or production related failure can be excluded. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Based on the investigation findings, the cause of the fracture was unable to be determined. As a result, the reported failure could not be confirmed to be a manufacturing related issue. There are no similar complaints against the reported lot number with this error pattern.